Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer's technical services confirmed the reported proximal pressure sensor auto zero issue. Customer replaced the sol 3 and 4, reseated da board, verified that the unit was manufactured 2017. Advised customer to replace the da board. The data acquisition (da) pcba was return for analysis. An investigation was performed and the root cause for the reported issue is due to the defective u6 which generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported proximal pressure sensor auto zero failed error code. There was no patient involvement.